Event description:
Asr revision, left, asr xl, reason(s) for revision: pain, component loosening: the acetabular cup was loose.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
It was reported to depuy in error that this product had been explanted. This product is still implanted and has not been removed. This report is considered closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sr revision; left; asr xl; reason(s) for revision: pain, component loosening. The acetabular cup was loose. Update: removed revision surgery date as revision notification cancelled. Received: october 10th 2012. Doi: (B)(6) 2006; dor: (B)(6) 2012; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.